Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient will undergo an explant procedure for an unknown reason. No further information could be obtained.